Event description:
It was reported that a balloon rupture occurred. The target lesion was severely calcified. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During second inflation, it was noted that the balloon ruptured at 10 atm for 30 seconds. The device was removed without any problem using the normal method. There were no defects observed on the balloon. The procedure was completed with another of the same device. No patient complication reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).